Event description:
An 8f amplatzer torqvue 45 delivery system (dtv45) was used to implant a 10/8mm amplatzer duct occluder (ado). During the procedure, the ado became unscrewed from the dtv45 delivery cable before the device was in position. The ado embolized to the descending aorta where it was successfully snared; however, the ado could not be retracted into the dtv45 sheath. The femoral artery was cut down and the ado was explanted. The case was aborted.

Manufacturer narrative:
(B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the ado was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
The 10/8mm ado was received in the postmarket surveillance lab and was decontaminated. The occluder was grossly and microscopically examined and no anomalies were noted on the occluder or end screw. The device was confirmed to meet dimensional specifications when measured with a caliper. The occluder was attached to and detached from a test delivery cable with ease, under non-physiological conditions. The occluder end screw was tested with a thread gage, and was confirmed to contain the proper number of functional threads. The device was loaded into a test 8f loader, advanced to a test 8f sheath, deployed and retracted without difficulty, under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the ado met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
The returned occluder was attached to and detached from the returned delivery cable with ease, under non-physiological conditions.